Manufacturer narrative:
This device has not been returned, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this right ventricular lead was surgically capped/ abandoned (i.e., it remains implanted, but is no longer in serviced due to undersensing. A different lead of the same model was implanted. Besides surgical intervention, no adverse patient effects were reported.